Manufacturer narrative:
The cause of the reported event for the inability to advance the guidewire/stylet was due to a bent inner coil of the lead consistent with procedure damage. The lead was otherwise normal.

Event description:
It was reported that during implant procedure, lead dislodgement and failure to advance the guidewire through the left ventricular (lv) lead were noted. Lead insulation damage was also observed. The lead was not implanted and was replaced. The patient was discharged home after the procedure.